Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacture for evaluation and during the evaluation results indicated that the reported complaint could not be duplicated in run in test in service center. Although logs relating to ventilator inoperative were not left in the error log, many error logs of e65535 were recorded around the time of the event. The pca, blower and inlet foam were replaced as preventative maintenance.